Event description:
The product was sent by france for type inspection, and the registered colleagues reported the following problems: 1. The df4 connection interface has no sealing ring and the surrounding is very slippery, which does not seem to be artificially damaged when inserting and removing the lead to test the lead. 2.dr 2540 cannot send defibrillation and the defibrillation waveform is incorrect. Defibrillation parameters: the impedance: overload charging time: 0s distribution energy: 0.0j time: 5.9 ms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The product was sent by france for type inspection, and the registered colleagues reported the following problems: 1. The df4 connection interface has no sealing ring and the surrounding is very slippery, which does not seem to be artificially damaged when inserting and removing the lead to test the lead. 2.dr 2540 cannot send defibrillation and the defibrillation waveform is incorrect. Defibrillation parameters: the impedance: overload charging time: 0s distribution energy: 0.0j time: 5.9 ms.

Manufacturer narrative:
Please refer to the attached analysis report.